Event description:
The pt had an infection when the device was first implanted. The pt stated she had a hard time healing. Additional information has been requested. It was not available at the time of this report.